Manufacturer narrative:
(B)(4). Unit passed displacement, and self tests. No pump error alarm was noted during testing; however, pump error alarm is found in the pump history file due to a software error. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected alarm. The customer reported that they were able to clear the alarm and able to complete the insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.